Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not seeing drops of insulin exit the end of the tubing during filling. However, the customer continued to connect and resumed insulin. The customer's blood glucose was 300 mg/dl. The customer administered a correction shot and changed supplies to address blood glucose level.